Manufacturer narrative:
The cause of the non-reproducible elevated advia centaur xp thcg result is not determined. Service went on site and performed a total service call and found the instrument to be acceptable. A precision study of the advia centaur thcg assay was performed on the instrument and the precision was acceptable. No assay performance issue or malfunctions were observed on the instrument. No further investigation is required. The interpretation of results section of the instruction for use (IFU) section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitation section of the instruction for use (IFU) states the following: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents." "If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal nonpregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results sometimes in consultation with other medical experts."

Event description:
Customer observed an elevated advia centaur xp thcg result that did not reproduce on a follow-up sample. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp thcg result. A corrected report was sent to the physician.